Event description:
Information was received from a patient regarding an external device. It was reported that the patient's recharger would not take a charge from the cradle. The caller indicated that they tried plugging it into different outlets and the green light on the back of the cradle was lit up, but the green battery lights were scrolling in succession. Troubleshooting was unable to be performed as the caller did not have the equipment with them at the time of the call. The patient would grab the equipment and call back so they could try to resolve the issue with a hard reset. It was reviewed that if that didn't work, then a replacement could be sent. Shipping cut off times were reviewed with the caller.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial#(B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the recharger wr9220 wireless perficio insr (s/n:(B)(6) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.